Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged. An invasive revision procedure was performed. During this procedure the helix of the rv lead was unable to extend or retract. Ultimately the rv lead was successfully explanted and replaced. During this procedure the right atrial (ra) lead dislodged and was explanted. Upon inspection of the ra lead the insulation appeared to be compromised. There was no report of adverse patient effects due to the explant procedure. It is unclear if this lead was implanted in the atrial or ventricular position.